Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was that the insulin pump had a critical pump error. The customer¿s blood glucose was 9.5 mmol/l. Troubleshooting steps were provided for critical pump error and insulin pump alarm again. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a broken force sensor alarm noted in the pump history and critical pump error (open book image) alarm during testing. Unable to determine the root cause, problem isolated to electrical board.